Event description:
Notes from (B)(6) 2016 state that "vns - daily seizures" also possibly vns is too high. Notes state that the patient is seen this day because of recurrent partial seizures which are occurring about once per day. She has had increased seizures over the past 2-3 weeks. She was last seen (B)(6) 2016 and they increased the vns duty cycle at that time to 30 sec on and 1.8 min off with output current 2.25 ma.